Event description:
Customer reported a past high blood glucose of over 500 mg/dl. The cause of the high level was unknown. Customer used a correction injection via multiple daily injections to resolve the issue. Technical support recommended that the customer consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice.